Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump went dead the other night and a battery change seemingly resolved the issue, but last night she received a motor error alarm. After the motor error the pump did a count down and a reset. The customer changed the battery again and the pump has been working fine since then. Troubleshooting was initiated for the off no power. Her blood glucose at the time of incident exceeded 300 mg/dl. The customer did not receive a low battery alert prior to the off no power alarm. Troubleshooting then occurred for the motor error alarm. The patient's blood glucose at the time of incident was 64 mg/dl. A rewind was completed but the customer heard grinding sounds during the process. A displacement test was performed and the pump passed. The alarm history was reviewed and unexpected restart and off no power alarms were found. The customer was advised to monitor the pump. The insulin pump was not returned or replaced, and a battery cap was sent.